Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated the screen is dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: the display screen was observed to have a pinkish contrast when booting to the verify screen. The pump cover was removed and replaced with a new test screen and found to be fully functional. The black box showed a time and date reset malfunction and inspection of the internal battery confirmed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.